Manufacturer narrative:
Device evaluation: g6, h2, h6, and h11 results of investigation: the reported complaint was duplicated an internal failure of the o2 regulator was found. The returned unit will be placed on hold.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - h10: the suspect device has not been returned for investigation. However; logs were analyzed and confirmed per flow chart, fc001 insp block needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device has not been returned for evaluation.

Event description:
It was reported to vyaire medical that logs were received for persistent 388/271 alarm. No patient involvement was reported.